Event description:
As reported, an indwelling PICC had to be removed and replaced due to a fracture of the extension tubing just below the oversleeve. The used device was discarded at the hosp.

Manufacturer narrative:
No shipping history nor DHR review could be performed as the bioflo PICC part number and lot number were not available. The navilyst medical march 2015 complaint report was reviewed for the bioflow PICC product family and the failure mode of " oversleeve/extension tubing hole/ fracture." No adverse trends were identified. The reported complaint description cannot be confirmed, as no sample was returned. Without receiving product for eval, we are unable to definitively determine a root cause for this incident. Navilyst medical's mfg process controls for this catheter include 100% in-process visual inspection for molding defects as well as a guidewire insertion test to verify lumen patency. Additionally, all catheters are 100% leak tested after the guidewire verification to ensure that the catheter does not leak. The directions for use packaged with the device includes info regarding cleaning and use of the catheters in order to maintain device integrity. (B)(4).